Event description:
The user facility reports the screw that was supposed to be permanently placed on the kerrison came out. There is a chip or burr on the instrument. It is unknown if there was pt contact or if this occurred while the instrument was being decontaminated.